Event description:
In 2007, the lay/user pt contacted lifescan another country alleging the lancet would not remain in position on her ultra soft lancing device as the cocking control on the lancing device would not function. Three days earlier, the pt realized that the lancet would not remain in position on his lancing device. He stated he had dropped the lancing device twice before this issue. One day earlier, the pt experienced symptoms of shaking and "feeling very sweaty," which he describes as hypoglycemic symptoms. He ate two chocolate bars and a biscuit and felt better within half an hour. The customer service representative (csr) determined during the troubleshooting telephone call, the lancing device was not a new product and determined there was misuse of the product. This complaint is being reported because the pt alleged he became hypoglycemic while unable to use the lancing device.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, strips and lancing device for evaluation, but has not yet received them. If any of the meter, strips, or lancing device are returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.